Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis; further described as ¿peritoneal dialysis inflammation due to fungal infection¿. The cause of the fungal peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified drugs (doses, frequencies, and routes were not reported). On unreported dates, pd therapy was withdrawn (no further detail) and the patient was recovered from the peritonitis. No additional information is available.